Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing nerve stimulation/heart stimulation. The rv lead was attempted to be revised, however the stimulation persisted. Thus, the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The distal conductor was obstructed by a stylet. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with a stylet stuck in the distal conductor. If information is provided in the future, a supplemental report will be issued.